Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by a letter from an attorney, who stated that the end user engaged the wheel locks and attempted to sit on the rollator, which reportedly did not lock as intended, causing the end user to fall and sustain a spinal fracture. Drive devilbiss healthcare is currently investigating the incident, including attempting to inspect the device. An update will be filed if additional information becomes available.